Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thick posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened to approximately 20 - 30 degrees. The procedure was discontinued, and the mr was reduced to a grade of 1. On (B)(6) 2025, an echocardiogram was performed and revealed that the mr increased to a moderate grade. It was noted that the clip was stable on the leaflets.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip opening appears to be related to challenging patient anatomy (thick posterior leaflet), per case details. The reported mitral regurgitation is a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.